Event description:
Baxter complaint coordinator reported a death of a pt who received peritoneal dialysis at home on the baxter pac-xtra device. As details are limited, it is unknown whether the pt received dialysis on the pac-xtra device on the day of the reported death. Pt reportedly had been discharged from the hospital and was re-admitted to the emergency unit on the following day for unknown reasons. Autopsy findings list death due to a "large clot in heart". The hospital rep does not believe the pt's death to be related to dialysis treatment.